Event description:
Reporter called to submit a report on his wife¿s behalf. He said his wife has been using CPAP for 30 years. The devices she has been using for the last ten years both have been recalled. He said his wife was diagnosed with pancreatic cancer in january. He wanted to know if other people who are using these devices had been diagnosed with pancreatic cancer. Ref report: mw5158510.